Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl), 192 mg/dl and 174 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer received questionable benzodiazepines plus-online version (benz) results for one patient. A urine sample from the patient in (B)(6) 2010 generated a negative result. (The specific value and date of testing were not provided). This sample was not repeated or sent for confirmation testing. Since the patient had been previously tested positive for benz, the patient was redrawn (B)(6) 2010 and the benz result was -169 ng/ml. This benz value was reported outside the laboratory as negative. The (B)(6) 2010 sample was sent out for confirmation testing. Confirmation testing was performed on (B)(6) 2010 and generated a positive lorazepam (benz) result of >1000 ng/ml. The customer inquired whether the patient's medications (carisoprodol, soma, sopradal, vanadom and "adavan" (ativan)) could be interfering with the assay. The physician had added carisoprodol in (B)(6) 2010 but had not changed the adavan. The patient was not adversely affected due to this event. The benz reagent lot number was 15628600. The field service representative was unable to determine a specific cause. He performed checks of the measurement system including quality control. All checks and tests were acceptable.